Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that resistance and a shaft break occurred. Vascular access was obtained via the radial and femoral artery. The 100% stenosed, 3.0mm x 2.25mm, de novo target lesion was located in the severely calcified circumflex artery. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the vessel. Resistance was felt when positioning the balloon due to the calcified vessel. The balloon was inflated without any problem. When trying to reposition the balloon for the second inflation, a lot of resistance was felt. The metallic catheter broke at approximately 20cm from the connector to the indeflator, and some of the metallic catheter was coming outside of the y adaptor. A clamp was used to grab and pull the catheter out, and the device came out of the patient easily. The procedure was completed with another device. No patient harm resulted from this event.